Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode was used during a kidney radiofrequency ablation (rfa) procedure performed on (B)(6) 2012. According to the complainant, the tines did not expand properly during preparation of the device; they were misshapen. The procedure was completed with another leveen coaccess electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode was used during a kidney radiofrequency ablation (rfa) procedure performed on (B)(6) 2012. According to the complainant, the tines did not expand properly during preparation of the device; "they were misshapen." The procedure was completed with another leveen coaccess electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event: tines misshapen. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found the needle cannula to be bent. The device extended and retracted as intended during functional evaluation; however, it was noted that the tines of the array were also bent. The condition of the returned device was consistent with the complaint that the tines were misshapen; the complaint was confirmed. The most probable root cause of the defects identified is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.